Event description:
The pump was returned for investigation. Investigation revealed that there was evidence of contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn over the ok button. All of the buttons responded appropriately. The keypad was removed and there was evidence of contamination was found under all of the key contacts. (B)(6).